Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/severe pain/ pelvic pains"), procedural haemorrhage ("severe hemorrhage during insertion procedure"), loss of consciousness ("loss of consciousness during insertion procedure") and metrorrhagia ("metrorrhagia during almost all the month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "bad insertion of the essure in the left fallopian tube" on (B)(6) 2012. Medical conditions: product was inserted by a gynecologist. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), complication of device insertion ("loss of consciousness during insertion procedure"), migraine ("migraines"), abdominal pain lower ("continuous puncture sensation"), dysmenorrhoea ("menstrual bleedings very painful") and pruritus genital ("unbearable itching in the genitals / urticaria in the genital areas"). On an unknown date, the patient experienced vaginal discharge ("discharge very acid with bad odor, strong like metallic and very disagreeable"), skin irritation ("a lot of irritation in the skin of the genitals due to acid discharge"), genital discomfort ("a lot of irritation in the skin of the genitals due to acid discharge"), mood altered ("mood affected"), malaise ("malaise") and sexual dysfunction ("sexual intercourse affected / sexual intercourse is not normal"). The patient was treated with surgery (scheduled intervention). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, procedural haemorrhage, loss of consciousness, metrorrhagia, complication of device insertion, migraine, abdominal pain lower, dysmenorrhoea, pruritus genital, vaginal discharge, skin irritation, genital discomfort, mood altered, malaise and sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, genital discomfort, loss of consciousness, malaise, metrorrhagia, migraine, mood altered, pelvic pain, procedural haemorrhage, pruritus genital, sexual dysfunction, skin irritation and vaginal discharge to be related to essure. The reporter commented: the gynecologist has suggested the possibility of a surgery to remove her fallopian tubes and even the uterus to alleviate her malaise; however, she find horrible to have a surgery to remove organs that are healthy. At the time of this report, she referred that he pain is so severe that she is looking forward to the surgery. She has had years of pain, she commented that she can not playing sports, nor maintain sexual intercourse normally, she has not had a normal life due to tests uncomfortable and painful. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.